Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "patient¿s concern with the product." Healthcare professional later reported pain and baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-17462. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ breast pain: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, opening and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6a, d.9., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "patient¿s concern with the product." Healthcare professional later reported pain and baker grade iii. Device has been explanted and replaced.